Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal intraocular lens (iol) was explanted from the patient's left eye due to mechanical failure. The mechanical failure was described as patient complained of blurred vision. The explanted iol was replaced with aab00 +18.50 diopter power size iol. There was incision enlargement, but there was no vitrectomy, no sutures, no patient post-op injury. It was learned that the replacement iol addressed the patient's visual issues with good surgical outcome and the patient reports improved vision. No other information was provided.